Event description:
The recipient reportedly experienced a lack of benefit from the device. In addition, the recipient had a need for frequent mris due to other health issues. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
(B)(4). The device passed the external visual inspection. The photographic imaging inspection revealed a broken electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.